Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. Initial reporter. Zip code is not indicated at this time. (B)(4).

Event description:
A consumer reported following intraocular lens (iol) implant surgery her vision was not good. She was told to discontinue all postoperative drops one week following surgery except intraocular pressure lowering topical medication. Two months ago, her eye became swollen, red, and painful. Her surgeon discontinued the topical intraocular pressure lowering medication and replaced it with a different topical medication. Her vision was fluctuating but now seems to be worsening. She is currently receiving steroid injections to the eye for swelling in the retina. She uses a topical antibiotic for one week following the injections. No further information is expected.